Event description:
As reported by our edwards lifesciences japanese affiliate, a commander delivery system experienced tracking difficulty, and a ventricular perforation was discovered that required surgical repair. A transfemoral transcatheter aortic valve implantation (tavi) was performed on a patient who had severe tortuosity in the descending aorta. There was difficulty encountered during valve alignment, but alignment was achieved by routine troubleshooting techniques. While tracking over the aortic arch, the commander delivery system could not be smoothly advanced due to vascular tortuosity, however the 23mm sapien 3 valve was deployed in the targeted position. When the delivery system was removed, the patient's blood pressure suddenly decreased, and chest compressions were started. Pericardial effusion was detected by transthoracic echocardiography and general anesthesia and percutaneous cardiopulmonary support (pcps) were initiated. The procedure was converted to open chest. A suture and manual compression were applied to a pinhole observed in the left ventricular apex. The patient returned to the ICU with pcps and a ventilator. After returning to the ICU, bleeding recurred, and open-chest treatment was performed again. The patient's condition was stable thereafter.

Manufacturer narrative:
Investigation is ongoing. Device was discarded at the hospital.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the device evaluation. The following sections of this report have been updated: h.6 type of investigation, h.6 investigation findings, h.6 investigation conclusions. The commander delivery system was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery provided from the site revealed the following: tortuosity and calcification present within the patient's descending aorta and iliac arteries. Calcification in patient's vessel. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the event, a manufacturing mitigation review was not completed. Current risk mitigations include design and manufacturing controls, IFU warnings and cautions, and physician training on how to perform thv alignment. A device history record review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A review of the lot history revealed no other similar returned complaints for the trend categories. The instructions for use/training manuals were reviewed for guidance/instruction involving the commander delivery system usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The event was unable to be confirmed due to unavailability of the complaint device and/or applicable imagery. A tortuous anatomy can present difficult bend angles or constrained condition resulting in higher resistance for the devices to overcome during tracking and crossing the valve. This can potentially lead and contribute to the reported difficulty felt when attempting to track the delivery system through the patient's anatomy. Additionally, the reported difficulty for performing gross alignment was likely due to patient anatomy, at that time the existing patient tortuosity may have made it difficult for the user to perform valve alignment in a straight section, as instructed by the training manual. Additionally, edwards patient screening manuals advises on the appropriate approach for delivery system deployment based on numerous factors, including anatomical considerations such as patient tortuosity. It is possible that excessive manipulation required to track the delivery system and successfully cross the native annulus caused an interaction between the delivery system and the weakened anatomy resulting in the reported difficulty crossing the native annulus. The excessive manipulation of the device during tracking potentially lead to the report event of ventricular perforation due to subsequent guidewire maneuvering. However, without applicable patient/procedural imagery, a definitive root cause is unable to be determined. Available information suggests that patient factors (calcification, tortuosity) or procedural factors (excessive manipulation) may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information received in the article, "guidewire-induced left ventricular perforation related to thoracic aorta tortuosity during transcatheter aortic valve implantation". The following sections of this report have been updated: additional information added to b5, additional selection of "literature" in g2. Reference: ichise, t., nagata, y., nakatsuji, h., fukagawa, h., kashiyama, n., taniguchi, k., ... & ohsato, k. (2024). Guidewire-induced left ventricular perforation related to thoracic aorta tortuosity during transcatheter aortic valve implantation. Journal of transcatheter valve therapies, 6(1), 1-4.

Event description:
Per the article, "guidewire-induced left ventricular perforation related to thoracic aorta tortuosity during transcatheter aortic valve implantation", during valve deployment, the tortuosity of the thoracic aorta unexpectedly straightened, causing the guidewire to penetrate into the left ventricular apex. Additionally, it was learned in the article that pcps/ECMO was removed on the day after the procedure, the pericardial drain was removed on postoperative day 6, and the patient was discharged from the ICU.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the additional engineering evaluation. The following sections of this report have been updated: corrected h6 health effect clinical code, additional information added to h11. Additional imagery from the literature was reviewed and the following was observed: significant tortuous descending thoracic aorta with an acute bend. The imagery showed the following sequence of events: -tortuosity of descending thoracic aorta persisted during valve alignment. -valve was successfully delivered to the aortic annulus despite resistance encountered as tortuosity was still present. - tortuosity of descending thoracic aorta was unexpectedly straightened, likely due to device manipulation for valve depth adjustment, causing non-edwards guidewire to penetrate deeply into left ventricular apex. Imagery showed an open-chest hemostatic procedure was conducted, revealing a bleeding point at the left ventricular apex which was attributed to the guidewire. The event was able to be confirmed based on the provided imagery. The presence of tortuous anatomy may have presented difficult bend angles for delivery system advancement. In this case, the device was manipulated to reach the target location. During imagery review, it was noted that the tortuosity of descending thoracic aorta was unexpectedly straightened during device manipulation for valve depth adjustment, and this may have impacted the behavior of the guidewire, causing it to penetrate into the left ventricle and subsequently led to the ventricular perforation as reported. As such, available information suggests that patient factors (tortuosity) and/or procedural factors (device manipulation) may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.